Event description:
It was reported that the patient presented in the emergency room experiencing discomfort. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited over-sensed noise which resulted in the delivery of inappropriate shocks. The lead was reprogrammed and was then capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Corrected data: b5 should include that during the procedure, it was noted that the right atrial (ra) lead exhibited an insulation breach, and h10 should include the related report number.

Event description:
It was reported that the patient presented in the emergency room experiencing discomfort. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited over-sensed noise which resulted in the delivery of inappropriate shocks. The lead was reprogrammed and was then capped and replaced on (B)(6) 2025. During the procedure, it was noted that the right atrial (ra) lead exhibited an insulation breach. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.